Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the revision reported was likely the result of instability due to increased soft tissue laxity (looseness), inadequate flexion of the implants, or improper positioning or alignment of the prostheses.

Event description:
Revision of right shoulder due to re-occuring instability. This event report was received through clinical data collection activities.